Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) and leads were removed on (B)(6) 2016. The reason for removal was because the therapy was not helping anymore and the surgeon decided to have everything removed. It was reported that the issue of therapy not helping started in (B)(6) 2016.

Event description:
Additional information received from the patient stated that they have not received the box from repair to send back the patient programmer and the recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient stopped using their device because the therapy was not covering their pain, which led to the explant. The cause of the therapy not covering the patient¿s pain is unknown.